Manufacturer narrative:
The ge rep conducted an onsite investigation. The generator circuit board was reseated and the power supplies were checked. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system lost images and data and also displayed a corrupted files error message. No pt injury was reported.